Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was told to call back to troubleshoot for the high pressure test. Customer's blood glucose was 230 mg/dl. The customer was advised that this will require a set change and has opted to call tomorrow then to do the high pressure test.